Manufacturer narrative:
Per tandem user guide: change your cartridge every 72 hours as recommended by your healthcare provider. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using pump supplies longer than recommended, which is considered off label use. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. A systems check was performed with tandem technical support and no issues were identified.